Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined. If the device is returned a supplemental report will be provided.

Event description:
The event occurred on an unspecified date and involved an unspecified plum 360. It was stated in the report that they have had 4 patient incidents where a patient was on critical drips during transport, and pump showed full battery, and then shut down and patient started crashing. Due to this, they had to purchase ups for transporting patients just to keep pumps plugged in. There was patient involvement and unknown patient harm reported. This captures 4 of 4 occurrences.